Event description:
Reporter indicated that vns pt was experiencing 'ache-ness' in the area of the generator about twice per day. Review of x-rays by MFR revealed that the generator was implanted in left chest with lead connector pins fully inserted past the generator block, filter feed-throughs intact and lead wire intact at the connector pin. Only one lead electrode was visible. Strain relief loop and strain relief bend were noted and 2 tie downs were seen. No visible acute angles were observed in the lead. A portion of the lead was not visible as it was behind the generator that could possibly have been a lead discontinuity; however, this could not be confirmed due to the poor quality of the film. Further follow-up revealed that the pt's symptoms have increased, both in intensity and frequency (now between 4-7 times per day). Treating neurologist indicated that the symptoms may be related to the pt's lifting of moderately heavy boxes while at work (between 10-40 pounds), possibly resulting in current leakage due to potential damage to the device. Neurologist plans to perform device diagnostics testing at next office visit. Treating neurologist indicated that it was possible that the pt's pain was cardic-related due to her age and the fact that she was obese, but he also indicated that nothing suggests cardiac right now. Investigation to date has been unable to rule out cardiac involvement as the source of the pt's chest pain.

Event description:
The patient underwent revision surgery, during which the lead was noted to be encapsulated and adhered in the area where the patient was experiencing the pain in her chest. Device diagnostic testing performed at the start of the surgical procedure was within normal limits, indicating proper device function. The surgeon felt as though the encapsulated condition could have been the cause of the reported chest pain that the patient was experiencing during range of motion movement. The surgeon removed the lead from the encapsulation and inspected the lead in the area near the generator. No breaks were noted via visual inspection of the lead. The patient is reportedly doing well following the revision surgery.

Event description:
Additional information was gained while reviewing programming history for the patient in the manufacturer's programing history database. Diagnostics were with in normal limits on the date of the lead vision surgery and diagnostic remained within normal limits following that date. This confirmed there was no lead issue or damage to the lead during surgery that compromised therapy.

Manufacturer narrative:
Brand name, corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Type of device, corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Model #, corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Model # was updated for the lead. Serial #, corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Serial # was updated for the lead. Lot #, corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Lot # was updated for the lead expiration date (mo/day/yr), corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Expiration date was updated for the lead manufacturer (mo/day/yr), corrected data: the initial report inadvertently reported that suspect device was the generator but with the available information on that time the suspect issue was the lead. Manufacturer date was updated for the lead

Manufacturer narrative:
Information obtained during the course of the investigation suggests that the reported incident of chest pain was not cardiac-related and that no device malfunction had occurred; therefore, the event of chest pain should not have been reported as a serious injury.